Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he delivered an entire 25 units of insulin one time and had to drink juice to treat. Customer may have been referring to the scroll wrap feature, that can allow a patient to unintentionally scroll to maximum amount prior to insulin delivery. Customer also stated the insulin pump would not always fill the tubing during the priming sequence and would give a no delivery. Troubleshooting was declined. A blood glucose value of 189 mg/dl was captured at the time of this report. Nothing further reported.